Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an initial implant procedure, the left ventricular lead (lv) was difficult to withdraw from the guidewire, and the lv lead became stuck on the guidewire. Upon trying to remove the lead from the guidewire, the connector pin and cap had detached from the lead. The implanting physician used a new lv lead and completed the operation without issue. The patient was in stable condition throughout the event.